Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found fractured 32.5 cm distal to the is4 connector pin. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the insulation was found damaged 15.5 cm distal to the is4 connector pin. The damage was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Possible lead fracture noted for lead. Physician changed multiple pacing pole options over the course of patient history with little to no success, and decided to explant and put in new lead. No adverse patient events reported. Should additional information become available, it will be added to this file.